Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and align was implanted. The patient underwent another procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh revision of previously placed sling and suburethral sling procedure on (B)(6) 2009 due to persistent chronic groin pain, recurrent stress urinary incontinence and recurrent urethral hypermobility. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.